Event description:
The customer stated that her contour meter was reading lower than usual. During the call, she received a blood glucose reading of 108 mg/dl from her contour and a reading of 245 mg/dl using her other meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control tests were performed during the call and the results fell within the normal control range. No product will be returned. The meter was replaced at the customer's insistence.